Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a single episode of noisy signals in the stored electrograms, present on all channels, with associated inhibition of pacing.